Manufacturer narrative:
Citation: rodes-cabau j et al. Arrhythmic burden as determined by ambulatory continuous cardiac monitoring in patients with new-onset persistent left bundle branch block following transcatheter aortic valve replacement: the mare study. Jacc cardiovasc interv. 2018 aug 13;11(15):1495-1505. Doi: 10.1016/j.jcin.2018.04.016. Epub 2018 jul 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of implantable loop recorders in patients with new-onset persistent left bundle branch block following transcatheter aortic valve replacement (tavr) to determine: the global arrhythmic burden, the incidence of significant arrhythmias leading to a treatment change, and the incidence of high-degree atrioventricular block at 12-month follow-up. All data were collected from 11 centers between june 2014 and july 2016. The study population included 103 patients with new-onset persistent left bundle branch block (predominantly female; mean age 80 ± 7 years), 15 of which were implanted with a medtronic corevalve bioprosthetic valve and 35 were implanted with a medtronic evolut r bioprosthetic valve. The study excluded 152 corevalve recipients and 438 evolut r recipients due to pre-tavr left bundle branch block, pre-tavr pacemaker implantation, post-tavr pacemaker implantation, and periprocedural death. No serial numbers were provided. Among all 103 patients included in the study, 12 deaths occurred during the 12-month follow-up period. Of these, 1 sudden death happened in a patient treated with a non-medtronic bioprosthetic valve and 4 were cardiovascular deaths. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: post-tavr permanent pacemaker implantation, post-tavr implantable cardioverter defibrillator implantation, stroke/transient ischemic attack, myocardial infarction, high-degree atrioventricular block, new-onset persistent left bundle branch block, severe bradycardia, atrial fibrillation/atrial flutter, atrial tachycardia, supraventricular tachycardia, sustained/non-sustained ventricular tachycardia, and pre-syncope/ syncope. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.